Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient deceased one day post surgery. The physician did not believe the patient's death was device related. The cause of death was unknown. No additional information was available at this time.